Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was over 600 mg/dl with high ketones. The mother stated that her daughter had repeated no delivery alarms. The mother stated that they changed out the entire infusion set but had continued high blood glucose readings. The mother also stated that they received compromised force sensor system alarms from the pump. The customer stated that the rewind message occurred after the alarm. The customer was advised to hold down the act button until they received a second series of beeps or numbers to display on the screen. The customer stated that the second beeps did not appear on the screen. The customer will be sent a replacement pump.